Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to low blood glucose ranging between approximately 0-55mg/dl and seizures. The customer was treated with glucagon and intravenous fluids of saline, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer was using admelog with pump supplies and had left pump and infusion set connected to body after turning the pump off. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.